Manufacturer narrative:
(B)(4).

Event description:
It was reported that sterility was compromised a contour pva microspheres package for an individual unit was noted to have been opened when examined. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with it's original pouch. A visual inspection of the returned device found that the pouch was wrapped in plastic. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There were no issues identified in the device history review that potentially relate this complaint to manufacturing. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that sterility was compromised. A contour pva microspheres package for an individual unit was noted to have been opened when examined. There was no patient involvement.